Event description:
The health care provider (hcp) reported that the patient's generator was removed due to a bad infection (B)(6) 2016. The patient's leads were removed on (B)(6) 2016 and none of the devices were replaced with anything. The patient no longer had any devices implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.